Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 occlusion alarm occurred and infusion blockage is in the tubing. The blood glucose level was high and its addressing issue due to correction bolus via pump. No further information available.